Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29 mm sapien 3 valve in the aortic position, the delivery system balloon was broken by annulus calcification. The sapien 3 valve was well deployed and stable. The physician had difficulty withdrawing the delivery system due to the rupture of the balloon, but there was no vascular complications of the patient. At the time of the report the patient was stable. The balloon rupture of the delivery system was considered to be due to the patient¿s bulky calcification of the native annulus. The patient¿s native annulus, native leaflets and aortic root were bulky/severely calcified. Nominal inflation volume was used to deploy the valve.

Manufacturer narrative:
The delivery system was returned for evaluation. During visual inspection, radial and longitudinal bursts were confirmed and flex tip gouges were observed. The balloon did not appear to be missing any balloon pieces. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Four balloon (single) wall thickness measurements were taken along both sides of the longitudinal tear on the inflation balloon and one balloon (single) wall thickness was taken on the radial tear of the inflation balloon. The balloon single wall thickness measurements met the specification. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots, contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The delivery systems underwent the following inspections: during the pleat and fold process, the inflation balloon was 100% visually inspected for scratches and distorted/pinched folds. The commander delivery system was 100% air pressure leak tested before final quality inspection. Post leak test, the balloon covers and inflation balloon were inspected for any damage. The inflation and crimp balloons were 100% visually inspected by both manufacturing and quality for distorted/pinched folds. Samples were tested during product verification testing, and the lot passed all the acceptance criteria. Visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components. The inflation balloon underwent burst pressure test and the system retrieval force through sheath. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaints for balloon burst and withdrawal difficulty were confirmed. No manufacturing non-conformities were found in the returned sample. Since the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the patient¿s bulky/severe calcification of the native annulus, native leaflets and aortic root likely contributed to the balloon burst. The burst balloon material likely caused the withdrawal difficulty through the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.